Event description:
Reporter alleged patient's blood glucose measured 50 mg/dl on the device compared to a lab result of approximately 26 mg/dl when testing was performed 45 minutes apart. As a result of the comparison, reporter stated patient was given food. Reporter stated within another 45 minutes, patient's blood glucose read 50 mg/dl on the device compared to a lab result of 34 mg/dl when testing was performed 25 minutes apart. Reporter indicated patient was transferred to a tertiary hospital and treated with an infusion of 15% glucose. Control testing was reportedly performed and values were within an acceptable range. A request was made for the return of the suspect device and replacement product was sent.